Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured between 2 to 3 inflations at 10 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as result of the event.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured between 2 to 3 inflations at 10 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as result of the event.

Manufacturer narrative:
(B)(6). A3a - sex: updated. A3b - gender: updated.